Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to communication failure, which occurred due to a faulty cable. As to the cause of the faulty cable, it is likely that it malfunctioned due to water immersion inside the cable. The event can be prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed, no image was relayed to the monitor. The device had a leaking cable and switch button 3 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported that during preparation prior to use the 4k autoclavable camera head relayed no image to the monitor. The patient's diagnostic procedure was completed using a similar device. There was no delay and no adverse effects to patient.